Event description:
It was reported to ge that the collimator detached and fell. Apparently, the mounting hardware loosened allowing the collimator to detach. The collimator was repaired and returned to svc.